Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker device exhibited longevity calculation down to four and a half years remaining in a span of having the device for one month. Boston scientific technical services (ts) referred patient to physician for device check. The device remains in service. No adverse patient effects were reported.